Event description:
The customer reported a female luer cracked and leaked while on a pt. There was no report of pt harm or medical intervention. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The customer stated that product will not be returned because per hospital policy, they cannot return samples that were on a pt. The customer complaint of a cracked and leaking female luer could not be confirmed due to the product was not returned for failure investigation. A picture of the affected set was evaluated; however, the crack on the female luer was not visible. The root cause of this failure was not identified.